Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a colonoscopy with hemorrhoidal banding procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the first band was deployed, and although it adhered to the varix, it appeared to be loose. The remaining bands were then deployed, but all six fell from the varices. The case was completed with another's manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.